Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact. The patient declined additional troubleshooting for the reported issue. No additional information was provided.